Manufacturer narrative:
The reported lot number 42008944 does not match with the suspect device upn and the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a device analysis could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a variceal ligation procedure performed on (B)(6) 2022. During the procedure, the bands bunched up and the bands deployed all at once. It was reported that the bands deployed off of the ligator. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. It was reported that the black stripe was not aligned with the working channel of the scope which was not used in accordance to the instructions for use (IFU).